Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge dropped from 75% to 5% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the pump was able to be charged with a different wall adapter. The customer's blood glucose was 156 mg/dl.